Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level ranged from 120-150 mg/dl.